Event description:
The following is based off a review of the pt's medical records which were provided to davol by the pt's attorney: (B)(6) 2007 - the pt was implanted with a bard flat mesh device as well as several non-davol mesh during a pelvic procedure. The attorney's report alleges additional medical/surgical treatment, nerve damage, permanent injury, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional info and if available to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.